Event description:
It was reported that the patient went to the hospital for hyperglycemia while using the aviva system. The blood glucose monitor displayed a test strip error message during the day on (B)(6) 2019. The patient had a headache and was dizzy, but due to the error message on the device, he didn't want to take his humulin r insulin without knowing his actual blood glucose level. After several attempts to use the blood glucose monitor, the patient went to the emergency room. The blood glucose result was 385 mg/dl at the hospital. The patient was treated with 27 units of humulin r while in the emergency room. The patient was in the hospital for 3.5 hours.